Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with loss of pcature (loc) and low out-of-range pace impedance measurements several days post-implant. Fluoroscopy was performed and it was determined that the lead perforated the myocardium. A revision procedure was then performed at which time the lead was explanted and replaced. Upon explant of thne lead it was noted that tissue was entwined in the helix. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the helix was returned fully extended with dried blood/tissue around the helix. A cut in the insulation was also observed at 28 cm from the terminal pin corresponding to the location of the suture sleeve; this damage was determined to have occurred during explant. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations including cardiac perforation.